Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported system error 320 was not reproduced. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation verified that all the switches are functioning as designed, and the link is within specifications. Evaluation found the I/o pcb to be an out of specification revision, the I/o pcb will be replaced as a known contributor, due to the revision level. I/o pcb replacement requires the replacement of I/o shielding and foam strips. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 320 ¿latch switch error¿ during testing in the biomed service department. There was no patient involvement. No additional information is available.